Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had no electrograms (egm) stored for the two most recent non-sustained ventricular tachycardia (nsvt) events. Technical services (ts) provided trouble shooting options in order to free up space on the device. This device remains in service. No adverse patient effects were reported. Additional information was received that this ICD stored pacemaker mediated tachycardia (pmt) episodes as well as noise that was likely movement and/or coughing related. After troubleshooting, it was found that with left arm movement fine noise was seen on the shock channel. Additionally, it was noted that a signal artifact monitor (sam) episode was stored due to an ablation procedure. Ts provided programming options. This device remains in service. No adverse patient effects were reported.